Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hypoglycemia. The customer¿s blood glucose was 38 mg/dl. The customer¿s other relevant blood glucose are 68 mg/dl, 108 mg/dl, 43 mg/dl, 88 mg/dl, 117 mg/dl. The customer had symptoms like dizziness and nausea, vomiting. The customer was treated with the food. The customer was not used the auto mode. The customer had using the insulin pump system within 48 hours of the low blood glucose. The customer offered the troubleshooting but customer declined the complete troubleshooting. Customer was neither in emergency room, nor admitted into hospital. Based on customer report customer did not allege pump was over delivering. The device will not be returned for the analysis.